Event description:
The customer said used the suspect device to check blood glucose and the customer obtained a reading of 31 mg/dl. The customer then looked into the memory and saw a result of 799 mg/dl. The customer did have hypoglycemic symptoms and took dr's precautions to treat for low blood glucose.